Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-09-13. The patient reported poor or no telemetry with recharging. The patient reported poor communication. The patient reported that he last had stimulation in the beginning of august 2017. The patient reported that the last successful recharge session was in (B)(6) 2017. The patient reported that he previously lost his cord and eventually got it replaced. The patient reported that stimulation stopped working for his legs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the issue hadn't resolved and they had an appointment for a CT scan on (B)(6) 2017. No further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient said he lost his power cord and another one was sent to him, but now that ins recharger is charged, the patient can't charge his implant. The patient tried using patient programmer to connect with his ins, but patient programmer needed new batteries. The patient said he'll call back when he had new batteries. No further complications were reported. No patient symptoms were reported.